Event description:
It was reported that the unit stopped working after collecting 100 ml of blood. The collected blood could not be re-infused, and the patient received a transfusion from pre-donated blood.

Manufacturer narrative:
The device was not returned to the manufacturer. If the device is returned for a quality investigation, a follow up report will be filed.